Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The wearable was inserted into the arm on (B)(6) 2025. According to a report received via distributor on 07/17/2025, the patient did not exhibit any symptoms. However, the patient was taken to the emergency room (ER) after the mother identified a significant discrepancy between the cgm and manual bg readings. The cgm displayed a reading of 100 mg/dl, while a fingerstick test performed by the mother showed a bg level of 450 mg/dl. Uncertain about how to manage the situation, the mother brought the patient to the ER. The fingerstick result was confirmed upon arrival at the ER. The patient was administered IV fluids, and the wearable device was replaced. The patient was hospitalized and later discharged on (B)(6) 2025. Although the report confirms hospitalization, the exact duration of the stay (less than or more than 24 hours) remains unknown. At the time of this report, the patient is in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.